Event description:
A customer reported via phone call indicating that they were hospitalized for a high blood glucose level of 513 mg/dl. The customer was hospitalized on (B)(6) 2015 at 8 pm. The customer stated that they experienced diarrhea and vomiting every twenty minutes before they called 911. The customer was treated with manual injections. The customer stated that they received no delivery alarms two or three times on separate occasion. The customer declined troubleshooting the issue, but was advised to change their set. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish troubleshooting the insulin pump once they had received the tubing clamp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.